Event description:
The customer observed a falsely decreased sodium result for one patient (sample ID (B)(6)) which repeated below the normal range while using the architect c16000 system. The customer indicated patient sample ID (B)(6) generated a result of 112mmol/l and was repeated at 132 mmol/l. The latter result was reported to the medical provider. The sample was run again and was amended to 136 mmol/l. The laboratory reference range is 135 - 145 mmol/l. No additional patient information was provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
Investigation of the customer issue included an evaluation by abbott field service of the device, review of the complaint text, a historical data review, a search for similar complaints, review of instrument logs, review of customer provided data, and a review of labeling. The abbott field service representative (fsr) replaced the ict module and all ict's performed per specifications. A complaint review did not identify an adverse trend or product issue related to the customer's issue. The system logs confirmed the low sodium results for (B)(6). The returned attachments from the customer reiterated the low sodium result generated for (B)(6). The suspect sodium result was flagged low. Additionally, the preventative maintenance log revealed some abnormalities during the aspiration and dispense for (B)(6) but did not trigger the clot detection threshold which generates an error code message. No aspiration error codes were generated when the customer's issue occurred. Labeling in the architect system operations manual and ict sample diluent package insert provide sufficient information with regard to probable causes and corrective actions for the customer's issue. Based on our evaluation, we have determined that the architect c16000 process module is performing acceptably.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4): low test results. Evaluation in process.